Event description:
Information was received from a customer that the unit's alarm "was cutting in and out" (intermittent operation). The unit was being tested by the service technician, was not in patient use and there was no reported patient harm. During the repair evaluation it was identified that the "void warranty" sticker had been broken and critical components were removed from the unit. When those components were replaced, the unit functioned as specified; however the unit was forwarded to engineering for confirmation.